Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the nerve monitoring device had intermittent failure in thyroid surgery, sometimes the tube is not detected. There was no patient impact. On follow-up, it was reported that they rechecked the equipment and it was working properly.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4)/214901637, ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the nerve monitoring device had intermittent failure in thyroid surgery, sometimes the tube is not detected. There was no patient impact. On follow-up, it was reported that they rechecked the equipment and it was working properly.